Event description:
It was reported that the patient was referred for a generator and lead replacement due to high impedance detected on their generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's leads were replaced due to high impedance and their generator was replaced prophylactically. Historically, the explant facility discards explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.